Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor electrode was missing. The customer¿s blood glucose was unknown. It was reported that the reported enlite sensor was removed, the electrode part of the enlite sensor could not be seen. The product will be returned for analysis.